Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the clinician had concerns about the lead's high and varying impedances. The lead will be investigated further during patient's generator change out. It was additionally reported that the right atrial lead fractured. The atrial lead was capped and replaced. However, during the replacement procedure the new lead was unable to pass through due to the patient's anatomy and was not implanted. Another lead was implanted instead. No patient complications have been reported as a result of this event.